Manufacturer narrative:
Concomitant medical products: product ID: 8780, implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that during a pump replacement for elective replacement indicator the catheter was unable to be aspirated from and was replaced. It was unknown if the issue was resolved. It was noted that the device was discarded of. No symptoms were reported and the patient was alive with no injury. No further complications have been reported as a result of this event.